Event description:
It was reported to boston scientific corporation that during the 15th biopsy attempt with a radial jaw 4 large capacity biopsy forceps device, "the head of the device distorted". According to the complainant, the forceps device was replaced and completed with another radial jaw 4 large capacity biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.